Event description:
Event description guidant received information that the patient with this chronic transvenous defibrillation lead presented to the ER after receiving two inappropriate shocks. Review of the electrograms noted noise on the rate/sense channel that was oversensed. A decrease in the ventricular pacing impedance was also observed. The noise was reproducible with pocket manipulation and isometrics. The clinician suspects potential lead fracture.